Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms. The account communicated that the low flow events were caused by hypovolemia. Additionally, it was reported that the patient's ventricular tachycardia (vt) collapse was secondary to the low flow. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this investigation. The controller event log file captured data from (B)(6) 2020. The file captured a sustained low flow alarm starting on (B)(6) 2021 that lasted approximately 4 hours and 40 minutes. No other notable events or alarms were captured. The system appeared to operate as intended at the set speed for the duration of the file. It was reported that the patient was admitted since (B)(6) 2021 for anoxic brain injury caused by vt collapse secondary to low left ventricular assist device (lvad) flow. The low flow was reportedly secondary to hypovolemia. It was later reported that the low flow alarms resolved. The patient developed a subdural hematoma (sdh) on (B)(6) 2021 with poor neurological recovery, and a tracheostomy was done on (B)(6) 2021. The patient deteriorated clinically on (B)(6) 2021 and developed kidney disease secondary to acute kidney injury with sepsis associated aspiration pneumonia. A computed tomography (CT) scan on (B)(6) 2021 revealed extensive sdh. A decision was made to transition the patient to comfort care, and the patient expired on (B)(6) 2021. It was reported through the patient outcome, the device was not explanted and would not be returned for evaluation. An attempt was made to obtain additional information from the customer regarding the event; however the customer was unable to provide the information as they did not recall the specific case details. The heartmate 3 lvas instructions for use (IFU) lists stroke, bleeding, renal dysfunction, sepsis, infection, and cardiac arrhythmia as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document provides information regarding the recommended anticoagulation, including inr values, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. The IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and notes that changes in patient conditions can result in low flow. Both documents also describe all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Several sections of the IFU and patient handbook also provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had ventricular tachycardia (vt) collapse with persistent low flow on (B)(6) 2021. During the analysis of the log we observed low flows. The pump was seeing a reduction in blood volume. Additional information stated that patient was admitted on (B)(6) 2021 for anoxic brain injury secondary to vt collapse likely secondary to low lvad flow possibly secondary to hypovolemia. Patient developed subdural hematoma (sdh) on (B)(6) 2021 with poor neurological recovery. A tracheostomy was performed on (B)(6) 2021 and patient was on maximum ward management since. Patient deteriorated clinically on (B)(6) 2021, vomited and developed kidney disease improving global outcomes (kdigo) secondary to acute kidney injury (aki) multifactorial with sepsis associated, aspiration pneumonia. Computed tomography (CT) of the brain on (B)(6) 2021 reported extensive sdh. Decision was made for comfort care. Patient was hypotensive and demised on (B)(6) 2021.